Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) lead channel. The device remains in use. No adverse patient effects were reported. Additional information was requested from the representative. This investigation will be updated when further information becomes available. Additional information received indicates that the device was attempted to be implanted, however, there was a code indicating an open circuit during shock delivery. Another device was implanted instead. The attempted device is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) lead channel. The device remains in use. No adverse patient effects were reported. Additional information was requested from the representative. This investigation will be updated when further information becomes available. Additional information received indicates that the device was attempted to be implanted, however, there was a code indicating an open circuit during shock delivery. Another device was implanted instead. The attempted device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) lead channel. The device remains in use. No adverse patient effects were reported. Additional information was requested from the representative. This investigation will be updated when further information becomes available.